Event description:
It was reported that the system 7600 had poor image quality. Intermittent loss of last image held. Keyboard overlay damaged. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The keyboard control unit was replaced. Images appear fine and no loss of image could be duplicated. The system was tested and found to be working as intended and placed back into service.